Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered perineal pain to be related to essure. The reporter commented: surgical pathology report: compatible with status post endometrial ablation with scarring of endometrial cavity with no residual endometrium identified in representative sections. Devices compatible with essure coils identified. Benign left paratubal cyst, partially infarcted with mild acute inflammation and surrounding florid fibroblastic proliferation. Left fallopian tube attached to cornu. Right fallopian tube received detached. Fallopian tubes demonstrate benign walt hard nests but negative for endometriosis and atypia. Focal fatty adhesions with mild fat necrosis of left fallopian tube. Benign endocervical nabothian cysts. Mild chronic endocervicitis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified event ¿pelvic pain¿. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered perineal pain to be related to essure. The reporter commented: surgical pathology report: compatible with status post endometrial ablation with scarring of endometrial cavity with no residual endometrium identified in representative sections. Devices compatible with essure coils identified. Benign left paratubal cyst, partially infarcted with mild acute inflammation and surrounding florid fibroblastic proliferation. Left fallopian tube attached to cornu. Right fallopian tube received detached. Fallopian tubes demonstrate benign walt hard nests but negative for endometriosis and atypia. Focal fatty adhesions with mild fat necrosis of left fallopian tube. Benign endocervical nabothian cysts. Mild chronic endocervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.